Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, occluding the inferior labial artery (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant, lot number a00083130, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances related to this lot.

Event description:
Internal database correction was performed on (B)(6) 2024: the batch record review was amended after confirmation of no other similar events were noted in the lot search conducted in the global safety database. The assessment was amended accordingly.

Event description:
This spontaneous report was received from an us health care professional and concerns a female patient. The patients initials and date of birth were reported as unknown. She was injected with a total of 0.05 ml of radiesse(+), into the right marionette (off label use of device). Batch number and expiry date were unknown. After the radiesse(+) injection, the patient experienced that it was occluding the inferior labial artery. The outcome of the event was unknown. Follow-up information was received on 19-jan-2023: the patients initials and date of birth were provided. She was 46 years old at the time of the event. She was injected with radiesse(+), on (B)(6) 2023. Batch number was reported as a00083130. The batch record review was received and the lot number for radiesse(+) was confirmed as a00083130 (expiry date: 08/2024). A lot search in the global safety database was conducted. The patients medical history, prior fillers and concomitant medications were reported as none. On (B)(6) 2023, during the radiesse(+) injection, the patient experienced that it was occluding the inferior labial artery. The injection was stopped, and aspiration of site was immediately performed. Corrective treatment included a prednisone blister pack, antibiotic ointment, arnica, aquaphor, aspirin, massage, heat, 1 ml of lidocaine and 2 ml of hyaluronidase injected into the treated area and directly into the inferior labial artery. On (B)(6) 2023, 30 minutes later, manual massage and vibration massage were used to extract the product from the artery out of the 21g needle puncture site. The occlusion was resolved and no permanent damage was done. The patient was followed up with, daily. No relevant laboratory tests were performed. The outcome of the event was reported as resolved (changed from unknown), on (B)(6) 2023. In the opinion of the reporter, the event was not permanent, and was related to the patients anatomy being different than the norm. As reported, radiesse(+) needed to come up with a way to dissolve the product (like hyaluronic acid). The reporter believed that manually extracting the product was what saved the patients tissue.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, occluding the inferior labial artery (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant, lot number: a00083130, was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No nonconformances related to this lot.